Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 29. On (B)(6) 2022, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, swelling, bleeding and abscess. No further patient complications were reported.